Event description:
Literature was reviewed regarding in-hospital, 30-day, and 90-day outcomes in patients with cancer and a cardiovascular implantable electronic device (cied). The authors described patient deaths; however, the causes of death were unknown and categorized as inpatient mortality. There were patients who were readmitted to the hospital due to sepsis, bleeding events which required blood transfusions, atrial arrhythmia-related events, cardiac arrest, arteriovenous fistula, pseudoaneurysm, hematoma, pneumothorax, hemothorax, myocardial infarction, pericardial effusion which required intervention, and cardiogenic shock. There were device and lead explants; however, the specific reason for explant is unknown. The status of the devices and leads is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/73 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: cardiovascular outcomes in patients with cancer undergoing cardiac implantable electronic device implantation. Pacing and clinical electrophysiology. 2025. 48:1309¿1319. Doi: 10.1111/pace.70061 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.